Event description:
It was reported that an unknown infusor did not empty. This occurred during patient infusion. Patient injury and medical intervention were not reported. Additional information was requested and is not available. Report 1 of 2

Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.